Event description:
Patient with left ventricular assist device (lvad) therapy for 7 months presents to outside hospital with acute large left middle cerebral artery cerebrovascular accident (cva) (in setting of inr 2.2, normal ldh, normal lvad performance) status post successful lm1 thrombectomy. Unfortunately, patient continued to have severe neurological deficits (right side weakness and aphasia). Due to high risk of hemorrhagic conversion (per neuro opinion), anticoagulation was held for 2 weeks post embolic cva. Unfortunately, patient developed a hemorrhagic conversion ~ 4 weeks after the initial cva, and ~ 2 weeks after anticoagulation was resumed.